Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the screen was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. The event log was reviewed, and it was found the error "1836." Functional testing could not duplicate the reported error. The lcd was replaced and the software was updated to resolve the error issue.

Event description:
It was reported that the pump showed last error code 1836 and had a blown screen. According to the report the event did not occur during patient use, and no one was harmed as a result of this event.